Event description:
"S/p b subgl infra gels (unknown type - no records, "silastic") for augmentation. (Records state reconstruction, s/p fcd-bx-no fh breast ca at that time, no lumps, only pain.) Reports decreased size x yrs. No h/o trauma and increased firmness and pain on r since mid '80's. MRI '93 + r rupture. Pt also has severe, progressive systemic sx's starting, per pt, 'within 3 mos of implantation.' These sx's include arthralgias (+ am stiffness)/myalgias, paresthesias, dysesthesias, spasms, swelling r le esp recently), fatigue, sleep disturb, adenopathy (l neck), fevers/drenching night sweats, headaches, tmjd (l), visual changes, dizziness, sicca, hair loss, oral/nasal sores, rashes, sen sun/cold (+ raynaud's)/chem, sob/cough/cp, costochondritis, choking sen, htn, thyroid probs, wgt loss and gi/gu disturb. Pt is otherwise healthy."